Manufacturer narrative:
H10: manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: returned sample analysis confirms a material rupture which is longitudinal in nature, perpendicular to the length of the balloon, 72 mm proximal to the distal marker band. It is known on the third inflation at 8 atms the balloon allegedly ruptured in a pinhole nature while treating a very calcified lesion with in the left sfa. The balloon was previously inflated twice to 8 atms. The drug coated balloon was removed without difficulties. The health care provider reported the likely cause of the pinhole rupture was due to the calcification of the lesion, which was previously predilated with an atherectomy. The health care provider deemed the procedure was completed. There was no reported patient injury. The root cause of the material rupture could not be determined based upon the available information received from field communications or the returned sample analysis. Labeling review: IFU dw5159-01 states in section 8 " potential adverse events which may be associated with a peripheral balloon dilatation procedure lists rupture as a potential adverse event. Section 5.4 device use/ procedure precautions states vessel preparation of the target lesion, using the appropriate vessel preparation method as determined by the treating physician, is required prior to the use of the lutonix® catheter. Always advance and retrieve the lutonix catheter under negative pressure. Whenever possible, the lutonix catheter should be the final treatment of the vessel, however post dilatation is allowed with another pta catheter or the previously used lutonix catheter.... Section 12.6 use of lutonix catheter step 4 states while the balloon is fully deflated and under negative pressure, advance the dcb through the introducer sheath and over the wire to the site... Section 4 warnings states do not exceed the rated burst pressure (rbp) recommended for this device. Balloon rupture may occur if the rbp rating is exceeded. To prevent over-pressurization, use of a pressure monitoring device is recommended. H10: g4 h11: b5, h3, h6 (results1, conclusion1) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure in the left superficial femoral artery, the drug coated balloon ruptured at 8 atm, on the 3rd inflation attempt. An atherectomy was reportedly performed prior to use of the drug coated balloon. The health care provider identified a pinhole rupture, and attributed it to the calcification of the vessel. The device was removed from the patient without issue and no further treatment was needed. There was no reported patient injury.

Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that during an angioplasty procedure in the left superficial femoral artery, the drug coated balloon ruptured at 8 atm, on the 3rd inflation attempt. An atherectomy was reportedly performed prior to use of the drug coated balloon. The health care provider identified a pinhole rupture, and attributed it to the calcification of the vessel. The device was removed from the patient without issue, and no further treatment was needed. There was no reported patient injury.